Event description:
It was reported that the patient was admitted on (B)(6) 2025 for driveline infection. This required intravenous (IV) antibiotics with a hospital course complicated by low flow alarms. Volume status was noted to be down, and diuretics were on hold due to low flows and diarrhea. Log files were sent for review. The event log captured low flow events with flow noted as low as 1.6 liters per minute (lpm). These lower flows were likely patient related as these were associated with elevated pulsatility index (pi) values. The last low flow alarm was noted on (B)(6) 2025 with a flow of 1.7 and continued with volume expansion. The patient remained inpatient as of (B)(6) 2025. The patient would have remained on antibiotics for 7 weeks. Low flow alarms were likely due to low filling pressures secondary to diarrhea in the setting of IV antibiotics and due to elevated mean arterial pressures (maps). It was unknown if the patient had any symptoms at the time of low flows. The patient denied shortness of breath, chest pain, palpitations, and lightheadedness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms. Although the account reported that the cause of the low flow alarms was likely due to low filling pressures, diarrhea in the setting of IV antibiotics, and an elevated mean arterial pressure, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from 25may2025 through 29may2025. Intermittent low flow hazard alarms were captured throughout the file, some of which were associated with elevated puisatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including the low flow hazard alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.